Event description:
Pump does not initialize correctly and failed. Two pumps alarmed stating "pump disable insulin delivery has stopped". Pt contacted manufacture but they are unwilling to look into the reason for the malfunction but will only send pt a replacement pump.